Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01935, 0001825034-2019-01945.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product has been reported under MFR number 0001825034-2019-02103. This report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined this product has been reported under MFR number 0001825034-2019-02103. This report was submitted in error and should be voided.